Manufacturer narrative:
Device evaluation summary: the reported inconsistent values were not verified during service. The service technician could not reproduce the reported issue but they observed that there was blood and dirt near the flag sensor and the height of the lift wire was high. The observed issues were resolved by calibrating, disassembling and cleaning the instrument, and adjusting the height of the lift wire. Preventive maintenance was performed per specifications. Update to b5: medtronic received information that prior to use of an act plus instrument, it was reported that the value for the first measurement was around 21 and 50 seconds, and the second measurement was 150 and 50 seconds, as they were not the same, the customer considered an instrument issue and the device was repaired. The instrument was replaced. There was no adverse patient effect reported with this event. Medtronic received additional information that a hr-act cartridge was used. Control values were not obtained. The measurements values for cartridge in channel 1 and channel 2 were suspicious/unusual. The customer stated that the measurement was taken once again but the results were still suspicious/unusual so they were not used. Heparin doses were administered without the indicators. There was no replacement device available at the time so a device from another company was used. The new obtained value was below 100 seconds and it could not be used as a reference. A request for inspection was submitted as it might be some kind of issue/problem with the device. Update to d4: serial number and unique identifier number updated. Update to h6: fdm/annex b, fdr/annex c and fdc/annex d codes updated. Update to additional codes: imf (annex f) health impact code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the value for the first measurement was around 21 and 50 seconds, and the second measurement was 150 and 50 seconds, as they were not the same, the customer considered it an instrument issue and the device was repaired. The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to b5: medtronic received additional information that a hr-act cartridge was used. Control values were not obtained. The measurements values for cartridge in ch1 and ch2 were suspicious/unusual. Measurement was taken once again but the results were still suspicious/unusual so they were not used. There was no replacement device available at the time so a device from another company was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.